Manufacturer narrative:
Report number 2124215-2021-19055 refers to the tubing erosion. Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the artificial urinary sphincter (aus) pump adhered to the scrotal wall. The pump was removed and plugged before activation. Three weeks after plugging, the tubing exited the scrotal wall resulting in erosion. The physician cut the tubing lower and implanted a new pump in a new location. The physician believes that the previous pump was placed too close to the scrotal wall. The patient is expected to fully recover.